Event description:
Complainant alleged that when the device was powered on to treat a pt the device powered on with no display and a green dot in the display. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired; however, it was not related to the reported malfunction.